Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump gave a no cartridge detected alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed one ¿no cartridge detected¿ warning on the reported failure date. The pump powered on and displayed the verify screen. The rewind, load and prime steps were performed correctly. A load step malfunction was not duplicated during testing. The force sensor calibration reading was found to be within specifications. The pump was opened and no moisture ingress was found. The force sensor flex pins were inspected and a cracked trace was found near the pins.